Manufacturer narrative:
A review of the device history record (DHR) for the involved cartridge was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on 09 sep 2019 from the nurse of a (B)(6) male with a medical history of diabetes and end-stage renal disease, stating the patient became symptomatic approximately 20 minutes into their first hemodialysis treatment using the nxstage system on (B)(6) 2019. Symptoms included itching, nausea, and headache. Treatment was terminated, the patient was treated with 25 mg IV diphenhydramine and 100 mg IV solu-cortef and recovered without sequelae. No further information was provided.